Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was oversensed and resulted in three inappropriate shocks. Loss of capture and out of range pace impedances that were greater than 2500 ohms were also seen. The lead was suspected to be fractured, but it was not confirmed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.